Event description:
Reporter stated an extension cord was being used with instrument. In the middle of surgery the illuminator bulb went out and system simultaneously lost all power. After removing the extension cord, the problem continued to occur. Did not have a back up unit. Finished air/fluid exchange manualy and used indirect laser to complete procedure. Pt is recovering well.